Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom .

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set fell off event on 18-jun-2024. No further information available.